Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned microcatheter found the inner lining damaged at the proximal end with exposed braid; furthermore, an in-house guidewire encountered resistance during insertion, which is consistent with the reported resistance. The physical evaluation of the device could not identify the conditions or circumstances that led to the damaged lining, but this condition is consistent with attempting to insert another device into the defective microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed braid, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
As reported: the physician was treating a fusiform aneurysm on the left vertebral artery. The implantation of a silk flowdiverter was planned. A headway 21 was chosen for the procedure. It was not possible to advance the silk (3,5-15) into the headway 21. The headway 21 was exchanged and the same silk was used. The examination continued with good results. The patient is doing well. No injury caused by this issue. No other incident information was received. When the device was received for evaluation, the investigation findings found an exposed lumen coil.